Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 420 mg/dl at the time of event. Customer was treated with manual injection and boluses on insulin pump. Customer was not in emergency room, not admitted into hospital or no emergency service was dispatched as a result of high blood glucose. Customer stated that insulin pump was not delivering insulin. Customer stated that it resolved by complete set changed. The insulin pump will not be returned for analysis.